Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had to press the wake button with more force for the pump screen to turn on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer¿s blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.